Event description:
On 17/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room (via emergency medical services) after experiencing a fall at home (treatment completed >4 hours prior). The patient sustained a head injury (laceration) while ambulating in the home, and briefly lost consciousness. Following admission, the patient was sent to the intensive care unit (ICU) for observation and further testing. While admitted a peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. While the specifics are not currently known, it appears the patient underwent radiological testing and was diagnosed with terminal cancer. The patient opted to discontinue rrt and enter into hospice care on (B)(6) 2024. As of (B)(6) 2024 the patient remains hospitalized and is awaiting placement in a hospice home. The pdrn stated the fall was caused by a chronic unsteady gait, and the cause of the peritonitis is unknown, as it went undiscovered until the patient was admitted. Per the pdrn, there is no concern the events were caused by any fresenius product(s) and/or device(s) deficiency or malfunction.